Event description:
Clotting of filter. Machine was turned off for 6 to 24 hrs. Pt was in critical condition in intensive care. Hosp was unable to find a tech to come in to repair the machine. Pt was improving up until this point. Hosp records did not include the dialysis report for the day the device was first turned off.